Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture of right breast prosthesis. Concomitant medical products: mentor memorygel breast implant 400cc gel breast prosthesis, catalog #3504001bc, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 400cc gel breast prosthesis that ruptured after implantation. Rupture of the right breast prosthesis was confirmed by a physician. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 325cc gel breast prostheses on (B)(6) 2019.

Manufacturer narrative:
On 05/27/2019, mentor completed the investigation on the suspect medical device. During analysis of the sample a crease was observed in the anterior view and a tear was observed in the posterior view, measurement approximately 0.7 cm. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The reported complaint was confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).